Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided and therefore, a device history record (DHR) review could not be performed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. Upon completion of investigation, a follow-up report will be submitted.

Event description:
It was reported that a lens was implanted in the left eye, and a capsule tear was discovered. The incision was enlarged to remove the lens and sutures were placed. A vitrectomy was performed, and another lens of a different model and diopter was implanted. Additional information has been requested.